Event description:
The customer reported that he performed a battery test on the backup controller of the css console, and the test light turned red and remained red. The pt was switched to a backup driver without adverse impact. Controller batteries were sent to the hospital and installed in the backup controller on site. After the batteries were replaced, the css console passed the console test validation protocol. The same characteristics had been observed in past investigations of controller batteries. When the controller batteries were sent to the manufacturer for analysis, the manufacturer confirmed that the batteries "would not accept voltage or current," and stated that the "accepted reason for this lack of capacity is identified as sulfation within the plates of the batteries."

Manufacturer narrative:
Manufacturer analysis further stated that sulfation is a non-reversible process which typically occurs to batteries that are left in a discharged state for an extended period of time - whether because of lack of use, down-time for service, or because of a charging system malfunction. This alleged failure mode poses a low risk to a pt because the reported issue would not prevent the css console from performing its life-sustaining functions. In addition, the css console has a redundant, secondary controller, and redundant system performance was not affected. Syncardia has completed its evaluation of this complaint and is closing this file.